Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received vibratory alerts for out of range high voltage lead impedance (hvli). Upon interrogation, it was concluded that the alert was for hvli out of range alert that occurred over a year prior and should have only been triggered at that time. Further examination revealed normal device function. Programming changes were made. No further issues were reported.